Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise and intermittent capture at maximum output has been observed on the ventricular lead. Also, noise and increasing pacing threshold has been also noted on the atrial lead. Lead impedance measurements have remained stable. Lead revision during routine device replacement was discussed. Patient was asymptomatic.

Event description:
New information received notes the ventricular and atrial leads were capped and replaced on (B)(6) 2019. The patient was discharged.